Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact . There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/28/2015 with the following findings: the keypad is intact; all buttons responsive during investigation. Removed keypad to inspect under contacts; no contamination found under contacts. Unable to duplicate complaint of under responsive keypad. Opened pump to inspect keypad flex; keypad flex found to be fully seated in connector with latch closed. No evidence of moisture found internally. Battery cap not returned with pump, a test cap used to perform investigation. The display is dim/faded (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.